Event description:
A valiant thoracic stent graft system was implanted in a patient for the endovascular treatment of a descending thoracic penetrating ulcer approximately five years ago. The patient had an extension of the distal seal zone placed with a commercial thoracic device two years later. On subsequent examination the patient had continued enlargement of the proximal aortic pseudoaneurysm with evidence of a leak which appeared to be coming from between the proximal ends of the two devices. One year ago, the patient underwent a right common carotid to left common artery bypass and three days later one thoracic stent graft was implanted to provide a seal of what appeared to be a gap in the proximal end between two of the previously placed stent grafts. A transesophageal inspection following placement of the stent graft showed no endoleak. The patient had no post-op complications and was discharged from the hospital. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (pseudoaneurysm). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pseudoaneurysm).